Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The cause of the delivery issue was patient condition, specifically the patient's small vasculature. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with post cardiotomy cardiogenic shock / low cardiac output syndrome was going to be implanted with an impella 5.0 for mechanical circulatory support. During delivery, the motor would not pass the patient's brachiocephalic trunk area. The device was removed and replaced by an impella cp. Additionally, it was reported that the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.